Manufacturer narrative:
According to information obtained, the imaging catheter performed as intended and no malfunction was encountered during access, imaging or retrieval of the subject device. The product in question was disposed at the account; there, it will not be returned to boston scientific for further investigation.

Event description:
Boston scientific became aware that during a percutaneous coronary intervention (pci) a physician encountered a vessel dissection while using an imaging catheter. The lesions being evaluated were the left circumflex artery (lcx) with 70% stenosis and the left anterior descending artery (lad) with 75% stenosis. The lesion(s) were accessed without difficulties by using a guide catheter and an guidewire via femoral approach. Following access, an intravascular ultrasound (ivus) was introduced to image the lcx. No difficulties were encountered while tracking thru the vasculature to the lesion. Image was obtained with no reported issues. After imaging the lcx, ivus was switched to the lad without encountering any difficulties. Upon imaging of the lad, contrast was injected and physician observed a dissection in the lcx. The imaging catheter was removed and patient was taken to bi-pass surgery. Days later, it was reported that patient was doing well post by-pass surgery.